Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer did not hear the battery change alarm. The customer received a low battery alert prior to replace battery now alarm. The customer experienced high blood glucose. The customer had symptoms such as nausea and vomiting. The insulin pump will be returned for analysis.